Manufacturer narrative:
The reported adverse events were identified in the following published webinar (identified as "literature" in report source ): lewis h. Freed, dpm facfas, percutaneous ultrasonic treatment of foot & ankle and dfu, mesa, arizona, webinar, jan 20, 2020. We apologize for the delay in providing this report. There were unexpected delays in obtaining and installing a new digital certificate for the upload.

Event description:
During a webinar presentation, the presenting physician disclosed that he had experienced 6 patient infections following procedures with the tenex health tx system for the treatment of diabetic foot ulcers. All patients healed with antibiotics. There were no additional complications. It is unclear if the infections were direct results of the procedures or if they were due to other sources. It is noted that this patient population (diabetics with foot disease) is more highly susceptible to infection. Note also that all details on the procedures were not provided. The occurrence date has, therefore, been specified as the date of notification to the company.

Manufacturer narrative:
Follow-up report #01. Fields b4 and g7 were updated. The date of the original report was corrected in field b4 to (B)(6) 2020. The date of this follow-up report is (B)(6) 2020.